Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units batteries will not charge or pass battery test. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, e1(site country), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 additional point of contact - (B)(6). Corrected fields - g2. A getinge field service engineer (fse) reported during normal pm procedure batteries is not charging or passed battery test. Changed batteries (d146-00-0039) and unit is operating as intended. Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. Patient involvement is unknown.

Event description:
N/a